Event description:
Pt was revised to address loosening, poly wear and osteolysis.

Manufacturer narrative:
Examination of the returned device confirms wear of the poly material. The wear noted is not unusual or excessive for the length of time implanted. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.